Manufacturer narrative:
D3 - mfg establishment name- corrected. Four devices were returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was confirmed (three out of the four devices exhibited leakages). The probable cause of the reported issue was due to unintentional damage to the bag during closure of the cassette front cover during compounding. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that while filling multiple cassettes on various preparation days, a leak was noticed. The leak appeared to be in the inner pocket of the cassette. The issue was observed at the hospital. The operator of the device was the caregiver. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.